Manufacturer narrative:
H6: component code 829 added.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Dissection was reported. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Device was discarded at facility, therefore no product return and no product evaluation could be performed. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A gore dryseal flex introducer sheath was used for access. A poor blood flow to the right lower limb was observed after the access site was closed, therefore, the access site was re-opened and a confirmation angiography was performed. A dissection at the right femoral artery was confirmed on the angiography imaging, it was treated using pta balloon. The procedure was completed upon confirming a good blood flow. The patient tolerated the procedure. It was reported that the dissection was caused by small diameter of the femoral artery (diameter of the right femoral artery was approximately 6mm).